Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-4316, batch/lot number: 17241725, model/catalog description: clik anchor. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that after an ipg explant procedure, a severed lead and an anchor were left in the patients body as a medical necessity due to a slipped disk. No further information could be obtained.